Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing ongoing high blood glucose (bg) levels (200-400 mg/dl) and a correction bolus was delivered to address the high bg. The contact did not know what caused the high bg. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the event with a healthcare provider. The contact declined further follow-up.